Event description:
Caller reported a cgm error related to the g7 sensor. There was no reported adverse impact to the customer's blood glucose level. Technical support provided information to perform a pump reset and guided the caller through the process, which resolved the issue as the pump no longer displayed the error and the caller successfully started their sensor session.